Event description:
It was reported that the patient presented in clinic for a follow up with post-sensed t-wave oversensing exhibited by the implantable cardiac monitor. Programming changes were made. The patient was in stable condition.